Event description:
During a total knee arthroplasty procedure while implants were being placed, a light handle cover fell from one of the working overhead lights into the sterile field. Light handle cover was removed from the filed and replaced with a new cover. Surgeon aware acknowledged. Irrigated wound prior to closure. Wound class changed to contaminated.